Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and miniclip." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.